Event description:
Complainant alleged that during inservice training by a zoll sales representative, the device displayed message code "ECG fault 4". The complainant indicated that there was no patient involvement in the reported failure.